Event description:
An aneurx stent graft system was implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant unk. It was reported that approx 36 months post stent graft implant the pt's CT demonstrated that the stent graft had a type ii endoleak resulting in enlargement of the aneurysm. The physicians attempted to resolve the type ii endoleak, however, unable to resolve the endoleak. The physician elected to surgically convert the pt to a conventional stent. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation codes: results - inherent risk of procedure (endoleak). Other (no device returned for evaluation). Pt's condition affected effectiveness of device (type ii endoleak). Conclusion- device failure lack of effectiveness related to pt condition (type ii endoleak). Other (no device returned for evaluation).